Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi mode (bvvi). The device was not programmed into MRI settings. Technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient is stable with no consequences.